Event description:
It was reported that this newly implanted brady lead exhibited loss of capture and poor sensing after being implanted for a day due to lead dislodgement confirmed via post operation check x ray. Subsequently, this brady lead was revised in the left bundle branch placement and remained in service. No additional adverse patient effects were reported.